Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced sensor glucose versus blood glucose differences of about 200. After troubleshooting, customer was advised to monitor the issue. No further information provided.